Event description:
The rptr stated that she did a meter to hcp meter comparison test. She had a meter reading of 40 mg/dl, and the doctor's meter (type unk) reading was 92 mg/dl. The rptr stated that the tests were within ten minutes of each other. She did not have any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8